Event description:
Two endeavor sprint drug eluting stents and one non-mdt stent were implanted during the index procedure. The endeavor sprint drug eluting stents were both implanted in the lad. Approximately 14months post index procedure, the patient suffered cerebral infarction. The patient was treated with medication and recovered. The investigator reported that the event was not related to the study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.